Manufacturer narrative:
Conclusion-it was reported that the account has ordered new j hooks. The customer will perform the installation onsite.

Event description:
It was reported that the safety bar did not catch the safety hook while removing the patient from the ambulance which allowed the cot to roll off the back end of the ambulance with the patient on it. The safety bar had missed the safety hook due to the safety hook being located too far to the left in which if the cot were to be unloaded too far to the right the hook is missed. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.